Event description:
Dealer reported that the adjustment levers for the armrest were cutting into the end users right arm due to the end users actions. The side arm of the wheelchair falls off, user is picking it up and catching it causing the cut. No alleged medical intervention. No other information provided by dealer. The owners manual states a warning on page 46, "after any adjustments, repair or service and before use, make sure all attaching hardware is tightened securely. Otherwise injury or damage may occur". "Make sure the height adjustment lever is in the locked position before using the wheelchair". There is no alleged malfunction of the product, this is allegedly a device problem related to the operator's technique when making an adjustment to the side arm height. MDR filed based on the alleged injury to the end user.